Manufacturer narrative:
Software exports were returned but evaluation was not complete at the time of this report. A follow up report will be sent when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that all tools and navlocks appeared to be accurate on navigation, except for the driver with the orange navlock. All screws were placed 100% accurate regardless of this anomaly. There was no patient harm. There were no additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned software export files indicated that no issues or mis-conformities were found. The investigating team has reviewed the planning and the surgical workflow. No issues were found, the case was completed successfully. As for the orange navlock anomaly, the probable cause for the misalignment of the orange navlock, considering that the other navigat ion tools were accurate, is not fully seated or unclean spheres on the navlock, or mechanical damage to the navlock which may cause the anomaly experienced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the nav lock can be shipped out and returned, but the hospital would like a replacement sent to the site prior to shipping back this nav lock.